Event description:
Information received indicates the bed has no functions.

Manufacturer narrative:
The hill-rom technician indicated the bed had no functions. Upon further investigation, the technician found multiple electronic components were shorted due to fluid ingress. All covers were in place on the bed. The technician replaced all electrical components affected to repair the bed.